Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a hole in the I-beam tubing at pinch valve pv42 causing an air leak in which 30psi dropped, preventing the rbc bath from opening the drain valve to properly drain. The fse replaced the tubing at pv42 and the instrument ran without any leaks. The fse also observed partial clog 2 (pc2) errors. He replaced the diluter interface card, which fixed the errors. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a fluid leak from the red blood cell (rbc) bath on a coulter lh 500 hematology analyzer. The customer could not estimate the volume of the leak. The leak was contained within the instrument and rbc bath overflow error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.